Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer declined replacement.most likely underlying root cause : mlc- 118- user applied blood to strip before inserting strip into meter manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a back blood test was performed fasting by the customer and produced test results of e-3 using true track meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Meter read e-3. Customer feels physically ill (shaky) as soon as the strip is inserted. Customer just purchased a vial of test strips from (B)(6), multiple of the strips are reading e-3, customer decline replacement at this time, she states that she will take the strips back to (B)(6) and have them replace them